Event description:
The patient reported elevated blood glucose readings over 500 mg/dl. He stated, he had no symptoms and treated his readings by bolusing 10 units of insulin through his infusion device and another 10 units by injection. He stated he switched to his backup device and changed his infusion headset and tubing. Troubleshooting did not find any product issues. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.